Manufacturer narrative:
Pump received with an intermittent responsive keypad at the middle button. Unable to perform the self-test due to keypad button anomaly. Pump was cut open to perform visual inspection and found a flattened dome on the middle keypad, no moisture damage on electronic assembly. The j1 connector on pcba1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked battery tube threads. Pump received with an intermittent responsive keypad at the middle button due to flattened keypad dome confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported a delay in button response, numbers ramping on their own. Blood glucose value at the time of event was 300 mg/dl. The customer was treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-332a, mmt-377a, mmt-1884l, mmt-7040b. Troubleshooting was performed and included reviewing possible factors for high blood glucose, suggesting changes to the insulin, reservoir, and infusion set, and confirming the keypad anomaly; the customer was instructed to discontinue use, revert to a backup plan per healthcare professional instructions, and place the pump in storage mode, with pump replacement arranged. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-377a. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer response was that the device will be returned. No product return is required for mmt-7040b.